Event description:
The haptic bent upon implanting the lens. The incision was slightly enlarged to remove the lens and replace it with a back up lens.

Manufacturer narrative:
See MDR 1920664-2010-00113 for the delivery device used with this intraocular lens.